Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation the DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer about the reported malfunction. The customer mentioned that a button was pressed to unfreeze the screen without success. The customer was unable to provide serial number at the time of call and opted to call back later for troubleshooting assistance. A follow up was made and the customer confirmed that the issue was resolved. No device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center froze. The event occurred during preparation for use. A similar device was used to complete the procedure. There was no patient involvement, no harm or user injury reported due to the event